Event description:
It was reported that the fiber had a break near the connector. Laser energy was emitting out from the breakage point. It was also noted there was no aiming beam. The procedure was completed with a second fiber. No pt or end user injury was reported.